Event description:
Clinical study. It was reported that 55 days after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st). Lesion 1 was a 1.5mm, 99% stenosed portion of a saphenous vein graft in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. Lesion 2 was a 2.25mm, 95% stenosed portion of the distal left anterior descending (dist lad) artery. The physician treated the lesion with direct stenting of an express2 bare metal stent. There were no complications. The pt was discharged the next day on plavix and aspirin. Fifty five days after the procedure, the pt experienced a st of the prox lad. The pt was hospitalized 4 days. In the opinion of the physician the relationship of the st to the taxus stent is probable.

Event description:
It was further reported that the target lesion was 20mm long and was identified at the distal anastomosis of the lima to lad. The target lesion was treated intitially with balloon angioplsty with subsequent angiographic evidence of no-flow. A spiral dissection was noted and the taxus express2 stent was placed in the distal lad. A 2.5 x 24 mm taxus stent was then placed overlapping the express stent proximally and extending back up into the lima to lad, with no residual stenosis. The pt was readmitted 55 days after the initial procedure with a 3-4 day history of chst pain. She denied nausea, vomiting, or diaphoresis. Cardiac enzymes were within normal limits. The pt's medications at admission included plavix and coumadin. Cardiac catheterization 3 days later revealed, lvef 60% with no wall motion abnormality and no mitral regurgitation, lmca diffuse calcification with 99% distal narrowing at the lad/lcx bifurcation, lad 99% proximal stenosis, total occlusion at takeoff of om1, rca totally obstructed, lima to lad (target vessel) patent, however, total obstruction at the insertion site into the lad, svg to om1 widely patent, svg to rca widely patent. Attempts at ptca of the obstruction at the insertion site of the lima to lad were unsuccessful. The dr has noted "I was unable to tell if lesion involved the stent-couldn't get the guide wire through the lesion to assess it". The pt ws felt to be a candidate for continued aggressive medical therapy. The pt was discharged 5 days later. Discharge medications included plavix and coumadin. In the opinion of the dr the relationship to the taxus stent is unk.